Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested but unavailable: did the surgeon attempt to manually open the jaws with his fingers? If no: ¿ was the device on a vessel/artery when it would not open? ¿ if cut off, did this cause a change in the plan of care for the patient? ¿ did the removal cause any damage to the vessel/artery? ¿ if yes, what is the damage and how was the damage repaired? ¿ did the surgeon continue the case with this same device?

Event description:
It was reported that during an abdominal hysterectomy procedure the device would not release after cutting and sealing. The surgeon had to cut around the device to remove it. It was unknown how the procedure was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p94386. Investigation summary : the device was returned with jaws open and in good physical condition, with no apparent damage. The device was tested on the generator and passed all functional and mechanical testing. During functional testing both the activation and end tone was heard (activation tone when the energy button was depressed and end tone when impedance level was reached). No alert screens were displayed during testing. The jaws opened and closed as expected. The closure lever latched and unlatched as expected. The knife was advanced and returned unaided every time. There were no anomalies noted with the functionality of the device. A possible cause of the jaws difficult to open could be tissue buildup on the jaw electrode surface during extended use of the device. Cleaning the instrument per the instructions for use would reduce tissue sticking that may lead to the device being difficult to open. The device was found to be conforming. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2018. Additional information received: was the device on a vessel/artery when it would not open? No. If cut off, did this cause a change in the plan of care for the patient? No (used both hands to pull the jaws apart). Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? N/a. Did the surgeon continue the case with this same device? No; opened new device.